Event description:
Pt reported "can't adjust or turn stimulation off and it is too high now." Pt stated the neurostimulator is implanted deeper than previous ones. No report of device explantation. MFR is attempting to contact hcp for follow up. A follow up report will be sent if add'l info is received.